Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b005308n26, implanted: (B)(6) 2003, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A confirmed motor stall and motor stall recovery recorded in the event logs was reported. The patient had an MRI in which the motor stall occurred on (B)(6). The hcp stated she reprogrammed the pump and then looked at the logs. The logs showed the motor stall and on (B)(6) the stopped pump verbiage was noted. Per the hcp once she updated the pump they heard the alarm. The hcp confirmed the patient had not heard the alarm before the update done the day of the report. The patient had no changes in therapy. The caller checked the logs again and it now showed a motor stall recovery occurring today. There were no volume discrepancies found in the pump at refill. The patient recovered without permanent impairment. The pump was used to deliver gablofen.